Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions, and due to the inability to remove the gripper line. The reported patient effect of failure to retrieve mitraclip nt system components (foreign body in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the failure to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve. The clip was deployed on the mitral valve leaflets without issue. Mr was reduced to 2. However, during removal the gripper line approximately 1/4 of the gripper line was removed, resistance was felt and the gripper line could not be removed. Trouble shooting attempts were unsuccessful. As both ends of the gripper lines remained outside of the steerable guide catheter (sgc), an 8f multipurpose catheter was backloaded on the gripper lines; the gripper lines were hanging out of the multipurpose catheter the sgc was then steered down to the valve, added some plus and still were unable to remove the gripper line. The devices were removed, the two exposed ends of the gripper line approximately 1/4 of the gripper line was cut; the remaining portion of the gripper line remains in the patient. The clip remained secure. A new access was made and a second clip was implanted to further reduce the mr. The patient is stable. A total of two clips were implanted, reducing mr to 1. There was no clinically significant delay during the procedure. The patient is stable. There is no additional treatment planned to remove the remaining gripper line from the patient. There was no additional information provided.